Manufacturer narrative:
The voluntary report does not identify the name or the contact information of the patient or the doctor. Device evaluation cannot be carried out since the serial number and the site where the surgery was performed is unknown.

Event description:
A voluntary report (mw5114785) was submitted to the FDA by a patient in the us on february 4th, 2023, through the FDA's medwatch program. No further information like serial number of the device was reported. The surgery was performed on (B)(6) 2022. The patient reported that she had smile and lasik surgery on both eyes. Later, a cataract surgery in the right eye was performed. A year later, the vision was worsening with visual symptoms including halos, starbursts, glare, ghosting, dry eyes. The patient is required to wear glasses for distance and readers.